Event description:
It was reported the tyco healthcare/kendall on 10/15/02 that a customer had a problem with an scd sleeve. According to the customer the scd sleeve did not deflate during surgery and caused mild compartment syndrome in a surgical pt.